Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and identified cloudiness in the hemoglobin chamber. The fse replaced the hemoglobin chamber, adjusted the lamp and detector. The fse performed repeatability with all parameters within normal specifications. Startup and qc (quality control) were within normal range. This MDR is related to two additional mdrs for the same issue on different dates: 1061932-2014-00910 and 1061932-2014-00911.

Event description:
The customer reported precision on hemoglobin results was poor and varied by 0.6 g/dl from run to run when using the unicel dxh 800 coulter cellular analysis system. There were no erroneous test results reported out of the laboratory associated with this event. There was no death, injury or affect to user or patient treatment.